Manufacturer narrative:
The device was not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted then explanted on the same day. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that the patient had a medical history of a hypoplastic left ventricle with a parachute mitral valve. The transcatheter pulmonary bioprosthetic valve (tpbv) with a cuff of tissue around it was implanted into the mitral position and expanded with a balloon. An echocardiogram revealed concern for narrowing left ventricular outflow tract (lvot), however the direct left ventricle to aortic gradient was less than 10. Due to anatomic concerns of a small left ventricular outflow tract (lvot) that was restricted by the tpbv, the patient was placed on bypass. The aorta was opened into the non-coronary sinus and revealed the tpbv was impinging on the left ventricular outflow tract (lvot). The tpbv was removed and a non-medtronic valve was implanted. No adverse patient effects were reported. The patient name, weight, age, and date of birth were provided and populated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The melody device is not indicated for the mitral position. There is no indication in the event that the difficulties experience were do to the design of manufacture of the device. If information is provided in the future, a supplemental report will be issued.